Event description:
It was reported that an occlusion alarm occurred, that out of range issues occurred between the transmitter and pump and undefined touch screen issues. There was no reported adverse effect to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.